Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 7:30pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿181mg/dl¿ with the subject meter and ¿40mg/dl¿ on an emergency room (e.r) meter (brand unknown). The patient manages their diabetes by self-adjusting their insulin intake and denied making any changes to their normal diabetes management routine prior to, or as a result of, the alleged product issue. The patient denied experiencing any symptoms as a result of the alleged inaccuracy but stated that they went to the e.r at 7:30pm on (B)(6) 2015. The patient was treated by a healthcare professional with IV glucose after having their blood glucose measured on an e.r meter and obtaining the result of ¿40mg/dl¿. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them requiring treatment from a hcp in the e.r for an acute complication of diabetes.

Manufacturer narrative:
Follow-up # 1 ¿ (06/01/2015). The patient¿s meter has been returned on 5/15/2015 and evaluated by lifescan product analysis on 5/19/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2:a device history record (DHR) was completed for the subject meter lot, which was found to have deviation. The planned deviation is in regards to a rework on the meter software, which has no adverse impact on the product performance or function. In addition, performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood for accuracy and/or precision at 100 mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.